Manufacturer narrative:
(B)(4).

Event description:
A patient was undergoing renal replacement therapy (crrt) with a prismaflex m100 set ckt. There was reportedly no issue during the priming of the set. Reportedly, during the treatment it was found venous line ungluing and a blood leak. The leakage caused a loss of few drops of blood. There was no patient injury or medical intervention associated with this event. No additional information is available.